Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (12/31/2021).

Event description:
It was reported that during an angioplasty procedure on an a/v fistula on the upper arm, the device allegedly failed to deflate and required an over-the-skin needle puncture. Another bard balloon was used to complete the procedure. The were no further reported complications.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the device was returned for evaluation. A visual inspection was performed and fiber disturbance was noted at the proximal end of the balloon. No other anomalies were noted to the device. An in house presto inflation device was used to inflate the balloon. Water was noted to be leaking from a the rupture caused by the user puncturing the balloon. The balloon fibers were stripped and the balloon was cut and the glue bullet was noted to be seated in the correct position, and no blockage was noted to the inflation/deflation port. Therefore, the investigation is confirmed for the identified fiber disturbance, as fiber disturbance was noted at the proximal end of the balloon. The investigation is inconclusive for the reported deflation issue, as the balloon had a rupture by the user puncturing the balloon and the glue bullet was noted to be seated in the correct position, and no blockage was noted to the inflation/deflation port. Per the reported event details, the user attempted to deflate the balloon by puncturing with a needle. Therefore the fiber disturbance is possibly due to the user attempting to deflate the balloon with a needle. However, definitive root cause for the fiber disturbance and reported deflation issue could not be determined based upon available information. It is unknown whether shipping and/or handling issues contributed to the event. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date (12/2021).

Event description:
It was reported that during an angioplasty procedure on an a/v fistula in the upper arm, the device allegedly failed to deflate. It was further reported that a needle stick was used to percutaneously deflate the balloon. Another balloon was used to complete the procedure. The were no further reported complications.